Event description:
It was reported that the review of a merlin.net transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No device intervention was performed since there were no patient symptoms at the time and there was only one episode of the oversensing. Patient will continue to be monitored.